Manufacturer narrative:
Retainer ring: black. On (B)(6) 2021 customer requested pump replacement due to repeated alerts of insulin blockages. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests; it failed self test. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any insulin flow block, no delivery, occlusion alarms that have occurred in the past. The adapt tool in combination with the unit's pump history file reveal that several 007 no delivery alarms have occurred. On (B)(6) 2021 just before the event date @ 07:00:00.000, 15:02:34.000, 15:12:47.000, 16:11:00.000, 16:15:00.000, 16:22:00.000. These alarms occurred after a bolus attempt. Self test returned a pump error 63. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. Pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a broken trace at the u1 keypad assembly. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, customer did receive repeated insulin flow block alerts but it is not confirmed by testing. On the other hand, a pump error 63 did occur during testing, and it is due to a broken trace at pin 6 of the keypad assembly. No related audio anomalies associated with the pump error 63 were confirmed by testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin blockage alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.